Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-11811. It was reported that the implantable cardioverter defibrillator was explanted after being implanted for less than two years. It was noted that the left ventricular lead was explanted on (B)(6) 2020 for unknown reasons. The patient condition was unknown.